Event description:
The pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. She took oral diabetes medication following use of meter. She went to the doctor's office where a result of 122 mg/dl was obtained. The customer care representative confirmed that, the reported meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement and the patient denied recently changing the units of measurement in the meter settings. There is no indication that the patient was injured. The complaint is reported as a product malfunction, because the patient denied changing the meter units of measurements. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.